Event description:
Information was received indicating that while in use of a smiths medical medfusion pump, the pump was reading battery depleted while plugged in and will not charge. It was also reported that under infusion was noted, patient did not receive approximately 35% of zosyn dose. Subsequently, the patient received medical treatment of liver resection. No adverse effects were reported.

Manufacturer narrative:
Other, other text: device evaluation a sample was received to perform an investigation. A visual inspection of the returned pump found both tamper seals removed. The pump was observed to be damaged. The top case was cracked by the front left and right bottom corners, the bottom case was cracked by the l-bracket pole clamp and broken mounting post. A review of the pump event history log found evidence of alternating power between alternating current (ac) and battery source detected. Functional testing was performed using power up with ac cord attached and self-test process. Testing was unable to duplicate the reported problem. Further investigation found the interconnect board, ethernet port, and bottom case contaminated with fluid which may have resulted in intermittent power. This issue was customer induced via fluid ingression into the main body of the pump as a result of improper cleaning of the pump, or introduction of excessive fluids to the pumps surface. The problem was resolved by replacing the interconnect board and power supply. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional information b5, h3 and h6. Correction d1, e2 and e3, h1.

Event description:
Patient had a history of hepatoblastoma.